Event description:
(B)(4). Dr. (B)(6) preformed the procedure and he said that it was the best option for me. Once I got the procedure I started getting migraines and having problems with my teeth. I then began to have problems with hair loss and excessive weight gain no matter how strict my diet was I was still gaining weight and my body is still swollen. I was diagnosed with degenerative joint disease so my body is in constant pain. I have vision problems and dizzy spells. I also had hives for over 9 months until the allergist was able to get them under control and inform me that I was allergic to a lot of things now which I had never been allergic to before. I have body aches on a daily basis and migraines that prevent me from getting out of bed because they are so bad and I am crying in pain. I have gone to the emergency room because of the migraines and abdominal pains where CT was done along with a colonoscopy. I have bladder problems and will need a surgery in order to prepare the problems I have inquired because if essure. I have become medically disabled due to this. I walk with a cane because I can not walk with out one since my knees and ankles buckle and I fall. I am a prisoner of my own home. I urinate on myself because of the bladder problem I am dealing with. I don't even get a notice like most people do, the minute I feel the urge to urinate my urine escapes my body even if I am rushing to the restroom. My life matters, I matter and no one deserves to live a life of pain, misery and depression.

Event description:
(B)(4). I had an abdominal hysterectomy to remove the essure coils. They have created havoc on my life. I went in for a sonogram on (B)(6) and it was determined that it was best that I have a hysterectomy due to my pelvic pain, stress urinary incontinence, and dysmenor. My surgery was scheduled to last 2-3 hours it lasted 6-7 hours long. The doctor advised me that during the surgery my kidneys refused to start and so she had to do several different things in order to finally get them going. I now have to see a bladder specialist along with a kidney specialist. I need to also correct the date of my essure procedure it was conducted on (B)(6) 2008. In the patient portal to the hospital it states that the reason I had it done in the hospital was because I wanted it conducted in a sterilized field. At no time was I asked where I wanted it done. I was told by my doctor to report to the hospital because that is where it would be done. I am a woman in constant pain and suffer because of this issue. Please take this device off the market and stop women from suffering any further.